Event description:
It was reported that the bd relion® insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: consumer reported seeing "clear liquid" in barrel of syringe prior to injection. Stated, she pushed on plunger and "clear liquid" came out on needle. Stated, did not use syringes she found with "clear liquid".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2080901. All inspection and challenges performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd relion® insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: consumer reported seeing "clear liquid" in barrel of syringe prior to injection. Stated, she pushed on plunger and "clear liquid" came out on needle. Stated, did not use syringes she found with "clear liquid".